Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the keypad cover was removed and contamination was found under all key contacts. Additionally, the pump was powered on and the display screen text appeared dim, faded, and discolored. Unrelated to these issues, the keypad cover was torn near the up arrow and down arrow buttons and peeling up from the bottom. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts and a display failure. This report is made based on results of investigation completed on (B)(4) 2014.